Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "complaint of the client: over delivery, alarm air in line appeared because air in line (the bag was empty) 5 hours before the end of the infusion. According to the staff member the alarm occurred for "air in line" and the bag was empty. The screen displayed 77.2 ml infused/ vtbi100 ml the pca was redone on (B)(6) 2016 at 2:30 pm for 24 hours and the day after the pca was empty at 9:30 am instead of 2:30 pm. The calculations was checked one day before following the pca setting and the calculation and the settings were exact. The next morning the infusion time parameter and the end of the pca were verified. On the screen of the pump it was indicated that 22.8 ml remained to be infused out of 100 ml and 77.2 ml were already infused while the bag was already empty. A full test of the pump was performed at the biomedical department and the test turned out well (the annual certification was performed on (B)(6) 2016) an huber needle was used:no precise information available concerning the size of the needle. Kindly acknowledge no patient was involved and no human harm caused. Yes but there was no harm caused type of drug: morfine".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "complaint of the client: over delivery, alarm air in line appeared because air in line (the bag was empty) 5 hours before the end of the infusion. According to the staff member the alarm occurred for "air in line" and the bag was empty. The screen displayed 77.2 ml infused/ vtbi100 ml the pca was redone on (B)(6) 2016 at 2:30 pm for 24 hours and the day after the pca was empty at 9:30 am instead of 2:30 pm. The calculations was checked one day before following the pca setting and the calculation and the settings were exact. The next morning the infusion time parameter and the end of the pca were verified. On the screen of the pump it was indicated that 22.8 ml remained to be infused out of 100 ml and 77.2 ml were already infused while the bag was already empty. A full test of the pump was performed at the biomedical department and the test turned out well (the annual certification was performed on 23.08.2016) an huber needle was used:no precise information available concerning the size of the needle. Kindly acknowledge no patient was involved and no human harm caused. Yes but there was no harm caused type of drug: morfine"